Event description:
The customer reported that the system displayed a communication error message and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The j2 connector on the ps1 power supply was cleaned and reseated. The circuit boards and cable connectors were also reseated. The system was then found to be operating as intended.